Manufacturer narrative:
Visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.03 mm, outside the tolerance of 0.02 mm. Permeability test: a permeability test has indicated that the progav valve has a blockage. Computer controlled test: a computer controlled test was not possible due to the blockage. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first we performed a visual inspection of the progav valve. A deformation of the outer housing of the progav was observed through the visual inspection. The deformatbn was confirmed through a measurement of the parallelity of the valve housing. Next we tested the permeability and opening pressure of the valve. The valve was shown to be non-permeable, indicating blockage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. Inside the progav we have found build-up of substances (likely protein. Based on our investigation, we are unable to substantiate the claim of under-drainage. Due to the blockage a computer controlled test was not possible. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The progav met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Height: (B)(6) cm. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was under draining. The initial implant date on (B)(6) 2009. Due the malfunction, the valve was revised on (B)(6) 2020. Height: (B)(6) cm. Additional information was not provided.